Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of a puncture was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that a pair of inflatable penile prosthesis (ipp) cylinders were tried but not used because the physician punctured the component. The device labeling and size were correct and there were no issues or malfunctions with the component. The surgery was completed successfully using another pair of ipp cylinders. There were no further patient complications. It was further reported that the cylinders were tried but not used due to a measurement error. There was no puncture and there were no patient complications as a result of this event. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that a pair of inflatable penile prosthesis (ipp) cylinders were tried but not used because the physician punctured the component. The device labeling and size were correct and there were no issues or malfunctions with the component. The surgery was completed successfully using another pair of ipp cylinders. There were no further patient complications. It was further reported that the cylinders were tried but not used due to a measurement error. There was no puncture and there were no patient complications as a result of this event. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.